Manufacturer narrative:
There are no patient factors that would have contributed to the cracked hub and there are no identified procedural factors. One non-sterile prowler 14 was received. The hub was noted to be cracked. No other visual anomalies were noted. The manufacturing records could not be reviewed, because the lot number was not provided by the customer. A 100% inspection is in place to prevent cracked hubs before leaving the facility. The exact cause of the reported complaint could not be determined.

Event description:
The catheter hub was noted to be cracked upon receipt. The product was not clinically used. There is no further information. Based on a newly defined product similarity, this complaint file was reviewed. Based on this newly defined product similarity, the cracked hub has been determined to be reportable.